Event description:
The original procedure was performed on (B)(6) 2014. The physician states he had overlooked a type lb endoleak in the original procedure. The patient was followed-up on the (B)(6) 2015 and, according to the physician, there is a possible type la endoleak. On the (B)(6) 2015 a re-intervention was performed to implant a stent-graft leg in order to solve the type lb endoleak and a competitor proximal extender to solve the possible type la endoleak. The patient was discharged and will be followed-up as per standard procedure. The manufacturer was made aware of this case on the 13-mar-2015. Model#: sg-hbb-31-96, lot# bw48884-1, expiry date: 30 apr 2016, manuf date: apr 2014. Model#: sg-hpe-31-38, lot# by48547-1, expiry date: 17 mar 2016, manuf date: mar 2014. (B)(4).

Manufacturer narrative:
(B)(4). DHR review: a full review of the dev ice history record for this device has been carried out with no anomalies identified; the product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: additionally review of an in process video taken after loading of the main body and proximal extender devices was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance to company work instruction 211, inspection of pack sg-hbb and sg-hpe devices. An investigation has been started and a follow-up report shall be filed upon conclusion.